Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge her ipg. The patient's physician indicated the ipg appeared to be implanted deeper in the pocket than necessary. Surgical intervention was undertaken and the ipg was explanted and replaced with a different model in a new pocket. The patient's leads were also explanted and replaced (reference MFR report: 1627487-2015-15030).